Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, all es devices were appearing disconnected mode, new patients and orders not crossed over. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, all es devices were appearing disconnected mode, new patients and orders not crossed over. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that devices appeared disconnected even though remote smart service showed them online. A technical support specialist (tss) dialed into the application and found that the application server services were all stopped and would not start. The tss confirmed that all user carefusion accounts did not start after the reboot. The pharmacist informed it to unlock the service account. The tss confirmed that hit had fixed the carefusion service account to enable 'log on as a service' and completed a restart of the services. The issue was resolved. The system functioned as intended after the customer resolved the issue.